Manufacturer narrative:
This report is submitted june 7, 2018.

Event description:
Per the clinic, the patient experienced pain and swelling at the implant site and was treated with antibiotics (date not reported). It was also reported that the patient underwent revision surgery (date not reported) to evacuate a hematoma.